Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced bleeding and arrhythmias. The patient would subsequently expired. The impella was placed, and percutaneous coronary intervention was completed to the left main artery. The patient remained hemodynamically stable throughout case and thereafter was sent to the unit on support. Overnight, there was some ectopy noted, and amiodarone was started. Additionally, it was noted there was bleeding from the contralateral sheath site. The sheath was removed, heparin was withheld, and the physician monitored the situation. The following day the patient was free of arrhythmias through the night and amiodarone drip was discontinued. The patient was following some commands and distal pulses were present on doppler. Following day, the patient paced at 80bpm, and nurse reports asystole underling rhythm. The patient remained intubated and on vasoactive medications. Heparin, restarted, was withheld the prior night due to blood-tinged sputum. Distal pulses present on doppler. Now day 7 on support the patient was in atrial fibrillation with rapid ventricular response. The following day the patient expired; care was withdrawn.